Event description:
Event reported as: post craniotomy in icy, the patient bit down on the et tube causing airway obstruction and subsequent respiratory arrest. Patient was reintubated. At that time, the integrated bite block on the tube was found to be dislodged. It migrated down towards the distal end of the tube. Patient's bite marks can be seen directly above current position, top of bite block was at approximately 1 cm below 16cm mark on tube. Patient went into respiratory arrest but did not expire. No further information available at this time.

Manufacturer narrative:
Sample involved in incident has been requested, but not received yet. A complete follow up evaluation will be sent if received.